Event description:
It was reported that the pump did not turn on the last time the patient had an MRI. It was noted that the pump was on now. The healthcare professional later reported that the patient¿s MRI was done at (B)(6) and they did not have any information of a problem after the MRI.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).